Event description:
A user facility returned the olympus device, a high flow insufflation unit, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the front panel was not displaying completely, and the leds were not on. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no additional findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Additionally, please note the following corrections: health professional and user facility should not have been selected in g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, the reportable malfunction was determined to be most likely due to failure of the led. However, the root cause of the led failure could not be determined. Olympus will continue to monitor the field performance of this device.